Event description:
It was reported that while in use on a patient a blood back incident occurred on a cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm replaced the pneumatic module assembly (0997-00-1178) which was blood contaminated and then tested the iabp. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Event site full name: (B)(6) hospital medical center. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.